Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: the lot number is confirmed on the hub of the device. The device was attached to an inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole in the balloon material approximately 11 mm proximal of the proximal edge of proximal markerband. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon "popped" and contrast leakage was noted at the junction. The procedure was completed with a new mustang balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon "popped" and contrast leakage was noted at the junction. The procedure was completed with a new mustang balloon catheter. There were no patient complications nor injuries reported.